Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Scustomer reported via phone call that the device was unable to rewind. Device counted from 1 to 6 then turned off. Customer's blood glucose was unknown. Device alarmed compromised force sensor system alarm. Drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. Unable to confirm prime or fill anomaly due to a33 alarm also, unable to confirm occlusion test and prime test, excessive no delivery test due to a33 alarm. All operating currents are within specification. However, the insulin pump passed displacement test, self-test, rewind, off no power test and a21 error test. No unexpected low battery or off no power alarms noted no rewind anomaly noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked case at the reservoir tube window corner, stained end cap sticker and cracked reservoir tube.